Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cephalosporin (intraperitoneal) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.